Event description:
It was reported that about 10 years ago the patient was ¿wanded¿ when she went on a cruise and the patient told them not to hold it over the device more than a ¿brief moment.¿ it was noted that it ¿jammed¿ her device and she needed to have surgery to fix it. It was reported that it had happened since then but she was able to get it working after using the patient programmer. The reporter stated that now the patient would only let them do a manual pat down. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).